Event description:
It was reported that blood leaked from the connection point of the bd nexiva¿ single port catheter flexure tube while administering it. The following information was provided by the initial reporter, translated from (B)(6): "during the administration of foreign blood (ec), leakage occurred at the connection point of the flexure tube. The blood product was connected to the connection port. The blood has leaked at the point where the connection port ends in the "wings" of the flexure tube. The flexure patch was found to be new and uncontaminated. The plaster was also contaminated with blood at the same rate as the blood was dripping."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the connection point of the bd nexiva¿ single port catheter flexure tube while administering it. The following information was provided by the initial reporter, translated from german: "during the administration of foreign blood (ec), leakage occurred at the connection point of the flexure tube. The blood product was connected to the connection port. The blood has leaked at the point where the connection port ends in the "wings" of the flexure tube. The flexure patch was found to be new and uncontaminated. The plaster was also contaminated with blood at the same rate as the blood was dripping."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 01-apr-2022. H6: investigation summary: our quality engineer inspected the representative sample submitted for evaluation. Bd received one unopened unit from lot number 1133184. A visual inspection of the extension tubing was performed under magnification. No damage to the extension tubing was identified. A leak test was performed where leakage was not observed. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.